Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825r, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H6) multiple annex a codes were applied to capture this event. A05 captures the connector end spinning freely and a12 captures the I nterface box not connecting. H3, h6) the system was serviced in the field. In summary, hardware parts were replaced. Codes b01, c19, and d15 are applicable. H3, h6) the product ID: 9735825r, serial/lot #: (B)(6), was returned to the manufacturer for analysis. In summary, the electromagnetic (em) interface had damage to the lemo connector. The lemo connector was out of round and the inner sleeve was damaged. The em interface was unable to mate to the controller and further failure analysis was unable to be performed as a result. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the instrument interface box (bob) on this unit was not connecting. Swapped for another bob and that one functioned as intended. The manufacturing representative (rep) reported that the case on the connector end was spinning freely. Appeared to be from normal wear and tear. There was no patient involvement.